Manufacturer narrative:
The device has not been returned to date and no photographic evidence was provided. Therefore, the reported event cannot be verified. If the device is returned, at a later date, the investigation may be updated and reanalyzed. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: re-attach the syringe to the luer connector at the end of the pilot balloon; fully aspirate the air from the intrauterine balloon to deflate. This will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the thumbscrew counter-clockwise (anti-clockwise) and retract to the handle. Swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Fully retract the vaginal cup to the handle. Carefully remove the device from the vagina. Do not use excessive force to avoid traumatizing the vaginal canal. Upon removing vcare, the surgeon should visually inspect the vcare device, and the patient, to make sure that the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the 60-6085-201, vcare - medium was being used during a hysterectomy on (B)(6) 2023 and the ¿vcare broke removing uterus from patient.¿. The procedure was completed with another ¿vcare¿. Per further assessment it was found that "the device fragmented as follows: the inflatable balloon came off the tip of the shaft which also caused the green cup to come off the shaft". The inflatable balloon and the green cup fell in the abdominal cavity and were removed. There was no impact/injury, medical intervention or prolonged hospitalization to the patient. The ¿delay was only a few minutes for making sure all the pieces were removed from the surgical site¿. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Event description:
The customer reported that the 60-6085-201, vcare - medium was being used during a hysterectomy on (B)(6) 2023 and the ¿vcare broke removing uterus from patient.¿ the procedure was completed with another ¿vcare¿. Per further assessment it was found that "the device fragmented as follows: the inflatable balloon came off the tip of the shaft which also caused the green cup to come off the shaft". The inflatable balloon and the green cup fell in the abdominal cavity and were removed. There was no impact/injury, medical intervention or prolonged hospitalization to the patient. The ¿delay was only a few minutes for making sure all the pieces were removed from the surgical site¿. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.